Event description:
A caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on resetting their pump, and after the reset, the error did not reoccur, allowing the customer to successfully begin their sensor session.